Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va09j8x, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va09j8x, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4)

Event description:
The consumer reported that the patient had fallen twice this past week and had difficulty walking due to parkinson diagnosis. The change in therapy/symptom was considered sudden. The indications for use for this patient were parkinson dual and movement disorder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
(B)(4).